Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm procedure and leaked blood from its bifurcation. Although the duration of the leakage and quantity of blood lost through the graft is unknown and unattainable, the leakage was not reported as excessive. The bleeding was stopped with a single suture and a gauze compress. There was no injury to the pt. The graft was left in. The pt is doing well.